Event description:
It was reported, the rigid video scope had a hole in the cord. The issue occurred during reprocessing. No other devices were connected to the subject device when the failure occurred suspected to contribute with failure. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation also found a cracked video connector, a loose light guide connector, and cracked fibers. Based on the results of the investigation, the most probable cause of the complaint is cause traced to maintenance, which is problems traced to improper routine or preventative maintenance. However, the definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.